Event description:
Information received regarding the device notes that during the implant procedure, when the device was connected to the leads there was no output. The patient's intrinsic rhythm was 88 bpm with a pr interval of approximately 290 ms.